Manufacturer narrative:
There are no indications of any system or component failure and all components remain implanted and in use after repositioning. Poor incision healing appears to be related to the position of the implanted components.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. After implanting and activating the device, the surgical incision site appeared to have reopened and was not healing as expected. On (B)(6) 2024 a surgical intervention was performed to create a larger pocket for the implanted lead coil and buried the leads deeper to avoid interfering with incision site closure.